Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence and atrophy with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:32 pm CT. The report number is being corrected from: 2183959-2018-61581 to: 2183959-2018-60721. Device not yet returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence and atrophy with the artificial urinary sphincter (aus). It was added that the patient's recurring incontinence started 2 month prior to revision. The aus was explanted and a new device consisting of a 3.5 cm cuff, pump, and balloon were implanted. Information was provided that the patient is doing very well today.